Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 465 mg/dl. The customer stated that she was trying to make a set change and it did not work. The customer received a no delivery alarm while priming. The customer is unable to troubleshoot at the time of call. The customer will call back to troubleshoot.